Manufacturer narrative:
Event/explant dates: estimated dates. The UDI number is unknown as the catalog and lot number were not provided. The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of angina and thrombosis are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that 10 years ago, the patient had a 3.0x38 mm xience prime stent implanted in the right coronary artery (rca). Recently the patient complained of chest pain and an angiography was performed which showed thrombosis in the mid rca. Another stent was implanted in the mid rca. There were no reported adverse patient sequela. Reportedly, the patient was compliant with dual antiplatelet drug therapy (dapt). No additional information was provided.